Event description:
It was reported that during a lap nissen procedure, the harmonic disposable working end did not appear to coagulate bleeding tissue. Not noted how case completed. No patient consequence.